Event description:
During a retroactive review of past treatment events for potential adverse events as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillations. The patient received the two inappropriate treatments on (B)(6) 2014 at 07:58:52 and 07:59:41. Motion artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was admitted to the hospital. There is no additional information about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was admitted to the hospital. There is no additional information about this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4) - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.